Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10cl-us is available in the USA with a 510k number k190805. The device is pending return for further evaluation. Medical device problem code: (B)(4). Component code: (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax endoscope model ec34-i10cl. In the event reported, the doctors are complaining of scope tight/grinding, causing pain to their hands. The event timing is in the procedure room during use. No other information provided with this complaint.

Manufacturer narrative:
Correction information: g4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type?. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: when the angle of the scope was tight, especially when using the colonoscope, grinding occurred during the procedure, causing pain in the user's hand. The probable cause is the burden on the user due to angle manipulation.